Event description:
We are finding two error codes, 5112 00000000 and 9c0f 00940004, on the new lifepak 20e devices. The self-test is not seeing these codes as a problem. We had already contacted stryker¿s technical support, but the representative wasn¿t able to help us find the root cause of the error codes. We are sending one of the lifepaks to stryker for further evaluation as recommended by the tech representative. Manufacturer response for lifepak 20e, lifepak (per site reporter): the vendor, stryker, was contacted and they are escalating our request to evaluate the error code issues.